Event description:
It was reported that during preparation of the 3.5 x 23 mm xience xpedition stent delivery system (sds), the protective sheath was removed, and the stent dislodged in the sheath. There was no resistance noted during removal of the sheath. A new xience xpedition sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.